Event description:
Report was received by voicemail from (B) (4) sales rep, that a device was explanted either today or yesterday. Valve was implanted some time ago. Would like a callback (B) (4). Left vm with contact information. Also requested the following: need address to send biokit, surgeon's name and hospital contact information, operative report, and patient information. On 06/03/2010 per phonecon with sales rep, he will be contacting the hospital on 06/04/2010 and will email the information. Requested that we send the biokit to the hospital or pathology department contact as this hospital is several hours distance from him. Received e-mail from sales representative on 6/04/10 with patient information, with patient information additional information was found through our implant patient registry database. The device is a 2800, 27mm, with (B) (4), implanted in on (B) (6) 2005 in the aortic position. The implant duration was 62.83 months. 06/22/10 call to rep. Left message on voice mail regarding providing me with exact explant date along with an op. Report.

Manufacturer narrative:
Vegetation like growth is evident in the cusp area of leaflet 1 at the outflow and the inflow aspect. The growth most likely led to stenosis. Minimal host tissue overgrowth is detected at the stent inflow. Black/brown residue, most likely due to thermal damage, is evident at valve tissue at commissure 1 and commissure 3. No inconsistencies detected in the x-ray. Black/brown residue, most likely due to thermal damage. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales rep. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.